Event description:
The customer reported the system did not respond at start up and would not connect. This is descriptive of a no boot situation. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cables and board connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.